Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been treated for heart failure before and after the procedure. A slight pericardial effusion had been observed via an ultrasound during the patient's hospitalization, however no specific action was taken. The patient remained under observation and died eight days after the operation. The cause of death remains undetermined, and an autopsy is ongoing.